Event description:
Patient reported having experienced "raynaud¿s phenomenon" and later reported deflation. This record represents the right side. No indication treatment or surgical reoperation has occurred. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/apr/2015. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon; deflation.